Manufacturer narrative:
Attempts were made to obtain complete patient information. Additional information was not provided.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator soon¿ was reported to abbott. The ipg was explanted and replaced due to reaching end of service. Therapy restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was displaying the elective replacement indicator, indicating that the device is approaching its end of life. A manufacturer representative confirmed the error message. The device is providing therapy. The patient may undergo surgical intervention to address the issue.